Event description:
The customer reported that the telemetry monitor did not alarm for a short ventricular tachycardiac event that lasted 9 beats while the alarm was set to medium. The event was shown to be stored as an event at the ics. The arrythmia was witnessed by the staff present at the bedside. Additionally, the customer reported that patient information was missing, but did not confirm what patient information. No patient harm or adverse patient impact was reported. Since the reported malfunction, the device has correctly alarmed.

Manufacturer narrative:
Updated evaluation. Several requests were made requesting additional information including the date of the event, device logs, and event full disclosure information. However, a response was received stating that no further information was available. The ECG strip for the event was not provided. As indicated in the m300/m300 plus instructions for use, the criteria for the algorithm to detect vtach is n or more consecutive premature ventricular contractions (pvcs) are detected, with a beat-to-beat rate greater than or equal to the vtach rate (n is the event count set in the count column of the arrhythmia setup table). Without the actual ECG strip for the event, we cannot recreate the event and root cause cannot be determined.

Event description:
The customer reported that the telemetry monitor did not alarm for a short ventricular tachycardiac event that lasted 9 beats while the alarm was set to medium. The event was shown to be stored as an event at the ics. The arrythmia was witnessed by the staff present at the bedside. Additionally, the customer reported that patient information was missing, but did not confirm what patient information. No patient harm or adverse patient impact was reported. After this, however, the customer stated there was a new incident for kvt and it was alerted.

Manufacturer narrative:
Updated evaluation. Several requests were made requesting additional information including the date of the event, device logs, and event full disclosure information. However, a response was received stating that no further information was available. The ECG strip for the event was not provided. As indicated in the m300/m300 plus instructions for use, the criteria for the algorithm to detect vtach is n or more consecutive premature ventricular contractions (pvcs) are detected, with a beat-to-beat rate greater than or equal to the vtach rate (n is the event count set in the count column of the arrhythmia setup table). Without the actual ECG strip for the event, we cannot recreate the event and root cause cannot be determined.

Event description:
The customer reported that the telemetry monitor did not alarm for a short ventricular tachycardiac event that lasted 9 beats while the alarm was set to medium. The event was shown to be stored as an event at the ics. The arrythmia was witnessed by the staff present at the bedside. Additionally, the customer reported that patient information was missing, but did not confirm what patient information. No patient harm or adverse patient impact was reported. After this, however, the customer stated there was a new incident for kvt and it was alerted.

Manufacturer narrative:
Multiple requests were made requesting the m300 device information, the logs for the date of the event, and confirmation of the device alarming for a new event however a response was received stating that further information was available. The draeger product management team confirmed the reported issue to be an algorithm limitation with the m300 sw version that the customer was running. The root cause is that one of the beat classification buffers is not updating once the third questionable beat is matched to a new ventricular template. According to product management, the enhanced software to vg3.0.1 for the m300 was available to the customer on november 8th 2024 and drager is working to upgrade the customer's m300 with this enhancement.

Event description:
The customer reported that the telemetry monitor did not alarm for a short ventricular tachycardiac event that lasted 9 beats while the alarm was set to medium. The event was shown to be stored as an event at the ics. The arrythmia was witnessed by the staff present at the bedside. Additionally, the customer reported that patient information was missing, but did not confirm what patient information. No patient harm or adverse patient impact was reported. Since the reported malfunction, the device has correctly alarmed.